Manufacturer narrative:
As reported, while the physician tried to manipulate the pgw .018 sv inter 300 cm st guidewire through a balloon catheter, it was noted that the distal segment of the wire broke off inside the patient and another segment of the wire was found in the catheter when it was removed. There was no reported patient injury. One non-sterile pgw .018 sv inter 300 cm st guidewire was received coiled inside a plastic bag. Also, a non-cordis catheter was received. The core distal section of the wire was fractured\separated; the distal coil wire was unraveled\stretched and it was also fractured\separated. No other anomalies were observed on the received product. Sem analysis was performed to the received unit and results showed that the separated guidewire core and the coil wire were induced to tension conditions since the separated metal presented evidence of the plastic deformation and ductile dimples as well as stress lines. Plastic deformation failures could be related to these surface characteristics. These types of failures occur due to a tensile, compression or torsion overload. Also, ductile dimples suggest that stretching / pulling events were occurred. (See sem results under attachments). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot 35230696. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device history records indicate that the product met specification prior to shipment. The reported ¿guidewire fractured-separated - in patient¿ was confirmed through analysis of the returned device. The cause of the failure experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review, procedural/handling factors may have contributed to the fracture and separation experienced by the customer as evidenced by the presence of plastic deformation, ductile dimples and stress lines. According to the instructions for use (IFU), which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ also provided in the IFU, ¿if strong resistance is met during manipulation, discontinue the procedure and determine cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. If the tip becomes fixed within the vasculature, advance the balloon catheter as distally as possible, gently pull the guidewire back into the balloon catheter and withdraw the balloon catheter/guidewire system as a unit - never torque the guidewire if the tip becomes fixed.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (35230696) presented no issues during the manufacturing process that can be related to the reported event.  This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt. Expiration date 07-2018.

Event description:
As reported, while the physician tried to manipulate the wire through a balloon catheter, it was noticed that the distal segment of the wire broke off inside the patient and another segment of the wire was found in the catheter when it was removed. There was no reported patient injury.